Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation. Audio tones and vibrations were functional. During testing, the pump primed and performed a bolus with no display issues occurring. A leak test was performed and no leaks were found. The pump was opened and no evidence of moisture was found. No battery cap was returned with the pump. A test battery cap was used to complete the investigation. The keypad cover was removed and the ok button contact was found to be inverted. The complaint of the display going blank when performing boluses was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (flashing display w/moisture) issue. The reporter alleged that the pump was going blank during boluses. It was noted that the display screen would blank out and return during boluses. Reportedly, insulin leaked into the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.